Event description:
The user facility reported that a staff member incurred a needle-stick to the finger while attempting to activate the safety feature following a depo-provera injection. During follow-up communication with the user facility, it was stated that: the safety shield cap on the needle "broke off" while the nurse attempted to engage the safety feature; subsequently, the nurses left thumb "skipped off" the device and across the needle resulting in a puncture; the nurse immediately cleaned the puncture site, applied alcohol, antibiotic cream and a band aid; and later the same day blood tests were performed on the nurse with the results being reported as "ok."

Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. Examination of the returned sample and unused retention samples confirmed: the involved sample was returned without the safety sheath; a new sheath was manually attached to the returned sample and activated per the IFU; sheath activation was achieved without difficulty; no abnormalities or defects were noted on visual inspection of the returned sample or the unused samples and all samples passed functional testing. There is no indication that there was any relation to a pre-existing device defect. Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with using improper technique in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements to minimize the potential for a needlestick such as the following: "handle with care to avoid needlesticks"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in (B)(4) at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).